Manufacturer narrative:
The insulin pump was received with an unexpected grinding motor noise during rewind due to a faulty motor. The device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip noted, and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had cracks around the display window, near the reservoir window, and near batter compartment. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.